Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn (B)(4) is cleared in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a revision surgery for a spinal therapy. It was reported that fixation at t10-l2 was performed on (B)(6) 2020. Rod was cut between l1 and l2 due to l2 deviated, screw of l2 was removed and replaced, and fusion for extending was performed to l5. There was no specific malfunction occurred with product. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Levels implanted: t10-l5 date of initial surgery: (B)(6) 2010. Type and level of initial surgery: l2-s1; plf mdt products used in initial surgery: tsrh rp the products will be returned to the patient. Additional information received. L2 deviation was the reason for revision surgery. The vertebral body of l2 was collapsed and the screw backed out. The revision surgery was completed successfully and the patient issue was resolved. Date of revision surgery: (B)(6) 2020.